Manufacturer narrative:
This s-ICD was disposed of after explant and so has not been returned. As such, physical analysis has not been conducted in our laboratory. However, analysis of the available information determined that the discomfort is a known inherent risk with use of this product.

Event description:
It was reported that the patient experienced undesired sensations from their subcutaneous implantable cardioverter defibrillator (s-ICD). Uncomfortable with the device, the patient elected to have the s-ICD explanted and refused being implanted with any new device. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced undesired sensations from their subcutaneous implantable cardioverter defibrillator (s-ICD). Uncomfortable with the device, the patient elected to have the s-ICD explanted and refused being implanted with any new device. No additional adverse patient effects were reported.